Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving sufentanil (150 mcg/ml at 110.12 mcg/day) and bupivacaine (14 mg/ml at 10.278 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and spinal pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed that there was no emi (electromagnetic interference) or magnetic sources present. The event logs indicated a motor stall occurred 65 hours ago on (B)(6) 2019 and the motor stall was active. No patient symptoms were reported. The pump off code was provided to the reporter. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the healthcare provider withdrew medication on monday and having the patient monitored to determine whether or not the patient notices a difference. Per the reporter, the patient had been on the strongest medication since he was 22 and the patient was now (B)(6). The patient was in chronic pain and since this is a workers' comp case, they need to go through the process to determined next steps. No further complications were reported regarding the event.